Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuits were recently received at fisher & paykel healthcare (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the rt266 infant dual heated evaqua2 breathing circuits had a cracked swivel wye. The units failed the initial leak test before use on a patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: six complaint rt266 circuits were received and were visually inspected and pressure tested. One circuit was from lot 2100104616, manufactured on 14 november 2016. Five circuits were from lot 2100116496, manufactured on 6 december 2016. A further 51 unused circuits from lot 2100116496 were received and were visually inspected. Result: visual inspection revealed that five of the complaint circuits had a crack along one of the swivel wye ports. The sixth complaint circuit had a crack along both swivel wye ports. Pressure testing revealed that all six circuits were out of specification. The remaining returned unused circuits were visually inspected and no fault was found with them. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. In the meantime we have implemented additional measures in the molding process on the production line to prevent this issue recurring. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare (fph) field representative that the rt266 infant dual heated evaqua2 breathing circuits had a cracked swivel wye. The units failed the initial leak test before use on a patient. There was no patient involvement.